Event description:
It was reported by the sales rep that the handpiece was leaking saline from the shaft. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
In 2008, the handpiece involved in the reported event was evaluated. During the evaluation of the handpiece, the technician was unable to duplicate the reported defect. The product conformed to specifications. The handpiece was cleaned, lubricated, adjusted and returned to the customer.